Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, a velocity delivery microcatheter (velocity) broke approximately six inches from its proximal end while being removed from the packaging. The damage to the velocity occurred prior to use and therefore, the velocity was not used in the procedure. The procedure was completed using another velocity.

Manufacturer narrative:
Results: the returned device was fractured at approximately 14.0 cm from the hub conclusions: evaluation of the returned velocity confirmed that the device was fractured. If the device is forcefully retracted from the packaging hoop at extreme angles, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.